Manufacturer narrative:
One medfusion 3500 pump was returned for evaluation of the reported event. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Upon physical inspection, it was noted that the right plunger case was cracked and the screw was unable to be removed from the plunger head mount and left plunger case. The pump event history log review showed that there was a force sensor bridge test error. The pump was inspected to investigate the reported problem. The reported issue was duplicated. When the plunger head was moved to the case, the force would stick at 22 pounds. The plunger cable no longer operates properly as a result of normal wear. The pump is over 6 years old. The plunger cable was replaced which resolved the issue. Device passed functional/delivery test.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the force sensor bridge intermittently failed. It is unknown if a patient was involved in the reported event. No adverse effect was noted.

Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that the pump was not in use when the issue occurred, so there was no patient involvement.